Event description:
It was reported that the member called for system pw200 bad, member try all troubleshooting option but no turn on and sent new pw200 pu/ex 56515 and sale order (B)(4). Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared). Per additional follow up received via mail on 01jul2026, stated that I requested a call from a supervisor to discuss the nightmare experience we had after purchasing a new machine and the issues we faced trying to exchange it. The machine was ordered on (B)(6) 2026 and didn¿t work. After going through all the troubleshooting steps, it still didn¿t function, so I called to arrange for a replacement. I am currently in the middle of a lupus flare-up and unable to locate all the numbers you requested. All notes should be available through the agent who asked you to contact me. I was given multiple shipping dates, assured it was delivered last saturday, but it was not. On monday, I was told it would be rush-shipped to be received the next day. Fedex picked up the old machine but didn¿t deliver the new one. I was just notified today that it has been delivered. Bottom line, it took over two weeks to get a replacement machine for my client, which is unacceptable. She is prone to serious utis and was hospitalized the month before due to an infection. During this process, she¿s been forced to use diapers, which are an infection risk. She never should have had to wear diapers for over two weeks! Given the time and effort, I put into obtaining the machine for her, she should be compensated in some way¿perhaps a discount on the machine or a complimentary box of catheters. That¿s the least you can do. This experience has been a major hassle for such a valued customer. There are two people in the house using your product, and they spend a significant amount of money on it. That should be recognized. Please investigate how this all happened and get back to me. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. The reported event is addressed within the labeling. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.